Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a peritoneal dialysis catheter. Customer reports, it was difficult or impossible to drain with a migration of the catheter. It is reported that it was necessary to have a re-surgery to reseat the catheter in the right position.